Event description:
A battery/power issue was reported with the adc device. Customer was unable to obtain readings due to a fast draining battery. As a result, customer experienced a loss of consciousness and had a non-healthcare professional treated with unspecified injection while waiting for the ambulance. It was not reported if there was any treatment provided by the paramedic. The customer did report that they were seen by a healthcare professional (doctor) but did not report if there was any treatment provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.